Manufacturer narrative:
Correction to field d1. Brand name and d4. Lot number.

Event description:
It was reported that this ambicor penile prosthesis (app) was difficult to inflate and deflate. The device was not working properly. The app was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) was difficult to inflate and deflate. The device was not working properly. The app was explanted and replaced with an inflatable penile prosthesis (ipp). There were no patient complications reported.